Event description:
A customer reported receiving an error 6 message on his precision xtra meter. The customer stated he treats his diabetes with diet and exercise, but had not been "taking care of it as well as he should." He also stated he had not tested for awhile before he attempted to test and received the error 6 message. The customer reported on (B)(6) 2011 at 12:00 am he tried to test and obtained an error 6 message. The customer stated he fell and struck his head, although he was unsure if this problem was due to the meter. He also reported symptoms of dizziness and weakness, followed by a loss of consciousness. The customer did not seek medical attention, but reported self-administration of the following non-diabetic medications, "eloxetine, leprazole, simvastatins, amlodipine besylate, buproprion, docustatna, clonazepam, lesinopril and morphine." The customer also reported self-treatment with aspirin, food and (B)(6). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. It should be noted that the customer was using expired test strips. No product(s) are being returned, no investigation is required.